Event description:
It was reported that the ventricular lead had oversensing of the t wave and undersensing. It was also noted that there was loss of capture. No changes have been made at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).